Event description:
On october 28, 2006 the lay user/patient contacted lifescan alleging a power issue (does not turn on) with her one touch ultra meter. The medical affairs specialist sent a letter on november 3, 2006 requesting the patient to contact lifescan since the patient cannot be reached by telephone. The medical affairs specialist obtained the following from the customer care advocate's documentation. On october 23, 2006, the patient was unable to power her meter on while experiencing low blood glucose symptoms of feeling lethargic, could not walk or talk, and "unconscious." The patient reportedly did not administer any self-care to increase her blood glucose levels following the attempted use of the meter; however, she stated that she received assistance from the emergency services. The paramedics tested the patient and got a "23 mg/dl" on their meter and gave her IV glucose. The customer care advocate noted that the patient did not test before and during her symptoms; however, it is unclear if the patient attempted to test on her meter or if she was unable to test due to the power issue at the time of concern. It would be helpful to obtain the following information; how long the patient was unable to test on her meter, the patient's last successful meter reading and if she made any recent adjustments to her diabetes care due to the meter's power issue. The customer care advocate (cca) verified that the correct test strips were used and there had been no trauma to the meter. The cca walked the patient through troubleshooting and was unable to duplicate the power issue. The meter turned on successfully with the test strip and with the power button. Although the power issue was not duplicated during troubleshooting and it is not clear the issue began prior to the symptoms, this complaint is being reported because the patient was unable to test and during this time was symptomatic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.